Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesive layer of the male external catheter did not stick properly, and nurse stated that there were air bubbles in the adhesive layer. Per additional information received via ibc on 18oct2021, it was reported that the adhesive layer of the male external catheter had full of air bubbles and there was too little plaque in the inner wall, hence customer was not able to unroll it. So, it seemed as whether there was too little sticky material on the inside. And also, user stated that edge of male external catheters were rolled off and it strongly stuck to the fingers. As per follow up information received on 21oct2021, it seems that there was less adhesive on the inside of the condom catheter, making them stick less well and there was no impact to the patient(s) due to use of these devices and several sheaths but not all of them. But too much to ignore the problem.

Event description:
It was reported that the adhesive layer of the male external catheter did not stick properly, and nurse stated that there were air bubbles in the adhesive layer. Per additional information received via ibc on 18oct2021, it was reported that the adhesive layer of the male external catheter had full of air bubbles and there was too little plaque in the inner wall, hence customer was not able to unroll it. So, it seemed as whether there was too little sticky material on the inside. And also, user stated that edge of male external catheters were rolled off and it strongly stuck to the fingers. As per follow up information received on 21oct2021, it seems that there was less adhesive on the inside of the condom catheter, making them stick less well and there was no impact to the patient(s) due to use of these devices and several sheaths but not all of them. But too much to ignore the problem.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "operator error". It was unknown whether the device had met specifications. The product was used for treatment, but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿intended use: the self-adhering male external catheter is used for the drainage of urine. The catheter is applied by the patient or caregiver. Description / indication: the self-adhering male external catheter is designed for the management of adult male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury or illness of the patient. Precaution: do not use if allergic reaction occurs or if patient has known allergies to device components. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Follow directions to remove if experiencing swelling, numbness, discomfort, pain, discoloration, or abnormal appearance. Note: if experiencing problems with use of the device, please consult your healthcare professional for assistance.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.